Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then it locked out as intended. Although, no opening issues were noted during testing, an investigation has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one el5ml device (b) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. Although, no opening issues were noted during testing, an investigation has been initiated. Finally, the device locked out as intended but during the 14th firing sequence the orange indicator indexed two times thus, it over traveled. A potential cause of this failure is attributed to molding of the wheel indicator. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). Orange indicator over traveled. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was clamped on the either the cystic duct or an artery and the device locked down on the tissue. The device was excised off the vessel. Another device was used to complete the case with no patient consequence.